Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with their battery cap. The customer states their battery cap is stripped. The customer's blood glucose level at the time of incident was 500mg/dl. The customer states they treated with manual injection. The customer states they are unable to remove the battery cap. Troubleshoot was conducted, and the customer was able to remove the cap. The customer was advised to monitor the device and call back if issues persist.